Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain and degenerative disc disease. It was reported that the patient was having trouble charging. The patient had started charging at 3/4 that morning but had not advanced. The patient stated that they were very low when they started the charging session and had not maintained full boxes the entire time. The patient was directed to follow up with their primary health care professional. No patient symptoms were reported. No further complications were reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the charging issue hadn¿t been resolved. The patient noted it still took several hours to charge and they charged every few days.